Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine power down after treatment. The pgnd connection on distribution board was burned. The wire was disconnected from distribution board. Upon follow up, the biomed stated that there was no burning smell, melting, smoke, spark, or flame. The biomed observed a burned distribution board and two fuses when they opened the machine. There was no damage to the outlet itself. The damage was noticed after receiving a complaint from the nurse stating that the machine would not power on. The machine has approximately 30,000 hours. The machine has not had any past problems with failing the electrical leakage test or any other damaged component. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The distribution board and power supply have been replaced and the machine is back in service without reoccurrence of the reported event. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The complaint device is available to be returned to the manufacturer for physical evaluation.